Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and the external sheath was a little deformed at the tip. Functional testing was conducted, and the position light keep turned on in the console even when the array was opened. Because of this problem, the disposable could not even start the cavity integrity assessment. An electrical test was executed, and it failed, both pins beeped in all the poles. The array was inspected, and it was found that the two gold tapes of one side of the array were touching each other, which caused the error displayed by the console. This issue did not allow the inspector to continue with the remaining test. Therefore, the thermal spread issue reported by the customer could not be confirmed. However, a new failure mode was detected related to the conductor connection issue. Additionally, the desiccant filter had a flash on both sides.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that the ablation completed, lasting 57 seconds. After the ablation, the physician went in for a planned laparoscopy and observed thermal spread to the sides of the conjunction of the cornua and the proximal opening of the fallopian tubes, the physician observed that the posterior peritoneum also showed a visibly white spot where the uterus would have been in contact during the ablation. They opened the retroperitoneum and no further thermal spread was observed. Bowel and ureters were not burned, but the ablation did burn all the way through the serosa. The physician reexamined the uterine cavity with a hysteroscope and observed a normal post ablation cavity with no perforation showing. No follow up treatment or medication given.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.